Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) had a glitch in the screenshot. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The device intervened on the intermingling of colors on the screen, shifting in the image and vibration failure during operation. The user's declaration is that the screen turns green when the device conflicts for a long time, the pcb video receiver board it is thought that it malfunctions due to heating due to operation. The pcb video receiver board of the device was replaced with a new one. The necessary tests and controls of the device have been made and it has been delivered to the user in a working and safe condition.

Event description:
N/a.